Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# (B)(4) serial# implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 22-oct-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient experienced worsening baseline symptoms; non-obstructive urinary retention.  Surgical intervention was required. Additional information stated that he patient came in for replacement on (B)(6) 2022. The rep talked to patient before the replacement surgery and the patient noted having severe health problems starting (B)(6) 2022. They said they hadn't been able to void without a catheter. On/around this date they had also been diagnosed with gastroparesis and severe constipation. It was noted they had had a spinal tap to check for ms (no allegation). They were seen at the physician's office around (B)(6) 2022, they were told they had some non-functioning electrodes. The patient also needed an MRI of their spine, which was the reason for replacement along with the 'lead issue'.  In the pre-op area, just prior to surgery the patient could feel stimulation in the perineal area. Rep checked the impedances, all were within normal limits.  They had a full replacement and post-op could feel stimulation in the perineum at 0.5 ma. It was unknown if the issues were resolved.  [Relevant medical history: non obstructive urinary retention, states she has severe constipation with only 1 bowel movement per month, gastroparesis, obesity, restrictive mobility from unknown cause].

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va23evt serial# implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). The hcp clarified the statement non-functioning el ectrode/lead issue to mean the patient had impedance in leads 0, 1, 2 and 3. When asked what the cause of this issue was the hcp reported it to be unknown, but most likely was due to a fall that damaged wires.